Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2019, the rep met with the patient and had checked impedances and found contacts 0, 1, 3, and 5 were high (>10 ,000 ohms). It was noted the patient had group a with either 2-3 programs. The rep had created a group b using the remaining viable contacts on the right side, which provided effective therapy. The rep then tried increasing amplitude on group b when their clinician programmer displayed a message that the ins was discharged and they could not continue. The rep ended the programming session and had believed that the updated programming they had just set up was saved, so they told the patient to go home, turn the ins on and just use group b, not group a. The rep received a call from the patient later that day and the patient reported that they were able to turn the ins on, but when they did so, it showed that the voltage was set at 8.0 volts (v) and felt a shocking sensation that was so bad that they couldn't walk, couldn't move their arms, and made their hand clench up. The patient had mentioned they wanted the ins out. The rep was able to walk the patient through turning stimulation down and confirmed with the patient that the screen did not show a letter but did show a 1 and 2. Group 2 was working fine for coverage, and troubleshooting had resolved the issue. The rep was uncertain if they had actually defined the amplitude for group b prior to be kicked out of the programming session, and thought they had maybe been kicked out when defining pulse width and rate. The rep also noted that the patient would have never been able to tolerate 8.0v because the lead was placed in the cervical region and amplitude had been around 0.45v. The rep explained that there was no way they would have increased the amplitude to 8.0v when they were in the office earlier that day. Technical services reviewed that what probably occurred was that group b was active for the patient but not all of the programming was saved and completed. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via the engineering logs that were received from the manufacture representative (rep) to be analyzed by engineering. There was not a lot of information to identify root cause. However, the following observations were noted: settings: patient was given full limits, up to 10.5 v, which is typical. However, the amplitude is 0.0 v for both programs in the only group. The logs could not tell if the patient was at some higher amplitude and set it back to 0.0 v after the issue, or if it had been 0.0 v all along on june 24. Impedance issue: according to the session report, it appears that electrodes 0, 1, 3, and 5 are all open (> 10k ohms on all pairs). The mdt file confirms this with impedances in the 20k to 30k range. These could be true opens, but fluid insidethe lead or inside the boot at the lead-extension connection would keep them from showing up as even higher values. It¿s possible, because of the many open circuits, the patient could have increased the amp up to 8.0 v and not felt anything. However, if one of those two wires (0 or 3) was an intermittent open and suddenly reconnected, the patient would have instantly felt 8.0 v of stim. Then, the patient in trying to correct the over-stim sensation, reduced the amp back to 0.0 v, which is what we see in the mdt file as the current amplitude. Given that there doesn¿t appear to be a clear system issue (other than impedances issues), it is up to the patient if they want to continue using stimulation. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the information obtained for this event was shared with and reviewed by the engineering department. They reported that it doesn't seem possible that the amplitude of 8.0v would have been inadvertently written as the default amplitude as a result of the session ending prematurely due to battery depletion. They requested additional information (the data file that could be obtained at the next patient appointment). Technical services notified the rep of the request for the data file. The rep met with the patient on (B)(6) 2019 and a data file was obtained and sent to technical services and the engineering department for review. The rep noted that the patient was getting good therapy but due to their recent episode they were concerned, so they hadn't used it since then. The rep confirmed that the ins was discharged when the patient had arrived to meet with them. The clinician programmer report also identified additional electrodes with high impedances. No further complications were reported or anticipated. [Omitted information pertaining to prior overdischarge events - (B)(4)] [omitted information pertaining to the reps issues with the computer and (B)(4)]